Event description:
It was reported that the epidural catheter was inserted in the pt for routine obstetric use. When the catheter was removed, a 2-4cm piece of the catheter tip separated and was retained. There are no plans to remove the retained catheter portion. There were no pt complications.